Event description:
The customer alleged questionable results for four hundred twenty one patient samples tested for creatinine plus (crea). Of the four hundred twenty one samples, one was found to have discrepant results. The sample initially resulted as 0.59 mg/dl and was reported outside of the laboratory. A physician questioned this result and the sample was repeated on (B)(6) 2011, resulting as 0.92 mg/dl. It is unknown if the patient was adversely affected by the event. The crea reagent lot number was 64744001 with an expiration date of (B)(6) 2012. The field application specialist stated that the customer replaced the sample probes on the instrument.

Manufacturer narrative:
No specific root cause could be determined. A general issue with maintenance or pre-analytics can be excluded. The issue was determined to not be caused by the creatinine reagent. An accumulation of debris on the inner wall of the sample probe may have caused the probe to clog, in turn, causing the event. The patient was not adversely affected.